Event description:
It was reported that farfield signals were present on the atrial channel of the implantable cardiovert defibrillator (ICD) system. The patient underwent x-ray imaging, which demonstrated that the atrial lead had not moved from its original position at implant. It was decided to program the ICD to dddr with atrial sensing off. The patient had a history of valve replacements and ablations which could be contributing to the atrial observations. It was planned to continue to monitor the situation. The atrial lead remains in service and no adverse patient effects were reported.